Event description:
During the review of the pt's medical records, the company was informed that the pt was seen by the doctor on july (B)(6) 2009 for horizontal nystagmus with pressure to left mastoid. The pt received a tympanostomy tube to alleviate the fluctuations in pressure.

Manufacturer narrative:
The company considers the investigation into this reportable event as closed. The company was informed that immediate improvement was observed after the tympanostomy tube placement. This is a final report.